Event description:
Related manufacturer reference number: 2017865-2021-17124, related manufacturer reference number: 2017865-2021-17350. It was reported a patient's pacemaker, right ventricular lead, and atrial lead presented with an infection. The device and leads were explanted in a procedure on (B)(6) 2021 and the device was replaced with a leadless competitor product. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
Related manufacturer reference number: 2017865-2021-17709. New information received notes another right ventricular (rv) lead was explanted on (B)(6)2021 and replaced with a temporary rv lead for one day until the leadless competitor product could be installed on (B)(6) 2021. This rv lead was involved in a procedure that falls within the reporting guidelines for infections.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-17352. This report was erroneously submitted. This device is not a complaint and is not reportable.